Event description:
It was reported that stent partially deployed and then fractured during implant. An eluvia drug-eluting vascular stent system 6 mm x 150, 130 cm was used in the distal superficial femoral artery for treatment of peripheral arterial disease using antegrade approach. The lesion had mild tortuosity and calcification. Upon deploying the stent, the thumb wheel stopped about one-third through the deployment. The physician attempted to deploy the stent using the pull grip and that would not deploy the stent either. The handle was pulled to try to deploy the stent; however, the stent stretched and broke into two pieces. They whole system was removed, and a non-boston scientific stent was deployed to cover the partially deployed fractured stent that remained inside the patient. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this eluvia drug-eluting vascular stent system was returned for analysis along with an unknown introducer sheath. Visual examination of the outer sheath, tip, inner sheath showed multiple kinks to the sheath and inner liner. The handle was x-rayed, and the middle sheath was prolapsed. The handle was then disassembled, and it was verified that the middle sheath separated from the retainer. The inner liner was separated inside the handle and the tip was missing. The unknown introducer sheath was x-rayed and found the stent stuck inside of it. The proximal end of the stent strut was damaged while the distal end of the stent was stretched and separated. The distal end of the stent appears to be missing. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis revealed damage that likely contributed to the deployment issues reported from the field.